Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient's symptoms were not being controlled at increased stimulation, but the patient can feel stimulation in the target area. During the call the patient elected to increase stimulation from 5.6 to 6.6 on program 1. The patient confirmed feeling stimulation and the patient planned to try the new setting for about a week and would call back if additional assistance was needed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was concerned that their therapy might be turned off because they were no longer feeling stimulation. The patient also indicated that they started going to the bathroom more the evening prior to the call and that was when they realized they were no longer feeling stimulation. The patient reported that they were going to the bathroom 3-4 times in an hour, but the patient wondered if this was related to their medicine. During the call the implant was checked and stimulation was confirmed to be turned on and set to 3.7 on program 1. The patient was assisted with increasing stimulation to 4.9 where the patient confirmed feeling stimulation in the correct area. The patient was advised to follow-up with their healthcare provider (hcp) and the issue appeared sudden in nature as the patient specified a date of onset. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.